Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the reservoir and tubing had air bubbles. Customer stated that the air bubbles in reservoir have been consistent and causing him to have high blood glucose. Troubleshooting was performed and customer was advised to change outset. The blood glucose at the time of the incident was 275 mg/dl. Stated the insulin was not stored at room temperature. The product will not be returned for analysis.